Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had abnormal image. The issue was found during preparation prior to sedation, and the intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The repair center conducted visual and function inspected of the subject device. The customer allegation was confirmed. Interference fringes were generated in the image due to cable twisting. Therefore, it is presumed that "image abnormality" occurred due to the video function not functioning properly caused by the cable twist. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): - if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. Continued use in such condition may cause abnormality again and it may not be able to recover to normal condition. In this case, immediately stop use and withdraw the endoscope from the patient slowly. Continued use of such equipment may cause patient injury, bleeding and/or perforation. - if the endoscopic image on the video monitor should unexpectedly disappear or freeze during an examination and cannot be restored, turn the visera digital processor (otv-s7v) off and then on again. If the image still does not appear, immediately turn the otv-s7v off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. In addition, be sure to prepare another camera head to ensure that the examination does not need to be interrupted due to equipment failure or malfunction. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation.